Event description:
The death certificate lists that the patient death was due to natural causes.

Event description:
It has been confirmed that the patient death was due to encephalopathy. Death was not associated with a myocardial infarction or stent thrombosis.

Event description:
It was initially reported that the patient underwent a non-target vessel revascularization approximately one year post index procedure and a target vessel revascularization approximately 16 months post index procedure. However, there was only one non-revascularization event - the patient experienced chest pain approximately one year post index procedure and underwent a non-target vessel revascularization of the lad approximately 16 months post index procedure.

Event description:
During the index procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Patient underwent ntvr approximately 1 year post index procedure and tvr approximately 16 months post index procedure. During tvr another manufacturer stent was deployed to target lesion. Patient was hospitalized for dementia and uti and was sent home for nursing, possibly hospice care. It was reported that the patient died approximately 2 years and 7 months post the index procedure. The cause of death is unknown.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death).